Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Patient had injections at the following sites: nasolabial, upper and lower vermillion border and marionette lines and 3 perioral rhytids. Approximately, two weeks after the injection, patient developed 3 lumps at the edge of the lower lip. One lump looked like a cyst in the vertical line at the bottom of the lower right lip. Physician noted 3 palpable areas on her lip, 1 of which had flared up in her right lower vertical rhytid. Physician injected hyaluronidase into the one area only - the other 2 areas did not receive hyaluronidase. Three weeks after initial treatment with hyaluronidase, patient completed that all 3 sites were still red and inflamed. Approximately, 5 weeks after injection, there is still firmness around new areas on the lips, but the site is looking much better. Physician aspirated a new area to test for herpes and bacteria.